Event description:
Customer reported to beckman coulter, inc. (Bec) that the co2 results generated on the unicel dxc 600 synchron system were not matching. Customer reported that this is an intermittent problem over the last 3-4 weeks. Customer reported that the results were high the first time and then normal on the rerun. Customer reported that on (B)(6) 2011, he obtained a result of 40 mmol/l. After rerunning on the same instrument, he obtained a result of 26mmol/l. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the alkaline buffer valve which resolved the issue. The fse verified performance.